Event description:
It was reported that an ilet pump displayed recurring restart and ¿unable to proceed¿ alerts during a supply change, and the user could not advance past the prompt despite multiple restarts; the device was replaced and the original unit was requested for return. Symptoms included hyperglycemia with a reported blood glucose of 240 mg/dl. Outcomes included no reported injury, no medical intervention beyond device replacement, and no hospitalization. Investigation included customer troubleshooting guidance, verification of shipping for a replacement device, and outreach to facilitate return of the original device for evaluation. Investigation of this case revealed a device malfunction consistent with restart and ¿unable to proceed¿ errors during tubing fill or setup, suggestive of a potential occlusion or flow-path fault within the infusion pathway or related pump control function. It was concluded, based on previously established findings for similar reports, that the most probable cause was a device malfunction during set change leading to an unsuccessful start sequence and interruption of insulin delivery caused by a faulty motor.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.